Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending section cover glue cracked and air/water flow failed due to clogged nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus service engineer reported the colonovideoscope had a clogged nozzle, with a foreign material of an unknown origin during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
H10: per the information obtained from the customer, there was no deviation from instructions for use on reprocessing steps for the nozzle. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.